Manufacturer narrative:
Technical support analyzed the adc (analog to digital converters) and it was determined that the root-cause is a defective life block - "press pat prox"/"press mushroom" sensors. Technical support informed customer that the life block of the machine is faulty and requires replacement.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer sent the logs and pictures of the calibration screen to technical support. It was seen that the last calibration was performed (B)(6) 2016 and the circuit test last performed was (B)(6) 2017 with multiple errors. Technical support requested customer to perform complete calibration, verification and circuit test. Update from customer received, exhalation valve, proximal, pressure line errors were seen on device information file. All the circuit test failures keeps failing. Technical support sent instructions on how to screenshot, calibration, circuit test and download the logs. Technical support suspecting multiple sensor issues in life block.

Event description:
The customer reported that the unit shows error message occlusion in proximal pressure line on their bellavista 1000 unit. The unit is unable to ventilate and ventilation stops automatically. The wave forms and parameters are not shown. Information regarding patient involvement has not been provided.